Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed. No device history record was reviewed since lot number was not provided.

Manufacturer narrative:
B3. Date of event: year of event have been provided, but month and day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that since switching to the cleo tubing, the patient experienced infusion site pain and irritation, along with some ¿booger-like¿ spots at the site, though there was no odor indicating leakage. He also reported occasional itching at the infusion site. The co-suspect product mentioned was cleo tubing. There was patient involvement and patient harm/adverse event reported.